Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, to provide the completed investigation results, and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band, inflator, and packaging label were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. 1ml of air is left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band, inflator, and packaging label were returned for assessment. No damage or deformities were noted on the band or inflator. The sample was subject to leak testing and leaked at the check valve. Upon deconstruction of the valve, a piece of foreign matter was found. The complaint can be confirmed for air flow issues. The cause is foreign matter in the check valve. A corrective action was initiated for this issue. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
The user facility reported that after completing a right and left heart catheterization via the radial artery, a regular tr band was placed. The tech noticed the band immediately lost air and would not successfully hold air. It was believed that a second tr band was placed to achieve hemostasis. The procedure was a success and the patient was stable. The blood loss was less than 250cc. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 30 may 2025: around 15 ml's of air were inflated initially; however, it lost air so fast that he injected 10 ml's two more times before abandoning the tr band and grabbing another. The second band was quickly placed, and hemostasis was achieved. A glidesheath slender was used at access site. The band was losing air immediately after initial inflation. No damage was noted visibly with the device.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab technical education specialist the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.